Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturing representative (rep). The rep reported the patient was being referred for a pump replacement. Therefore, the issue was currently unresolved. It was indicated surgery was planned, though not yet scheduled. No further complications have been reported as a result of this event.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable for this event. With the receipt of the additional information, notification/recall z-0497-2013 is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) who reported that the patient was seen in the office on (B)(6) 2020. The pump was programmed to minimum rate in case it restarted, and the patient was given a prescription for oral medication. The patient was also given an im (intramuscular) injection to relieve symptoms. The patient was scheduled and seen for a follow-up visit on (B)(6) 2020. At the visit, the pump was interrogated and was now working. As of (B)(6) 2020 the device was still implanted. The patient was trying to schedule an appointment with the neurosurgeon to have the device explanted and a new device implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving compounded morphine (18 mg/ml at 3.9 mg/day) and bupivacaine (22.5 mg/ml at 4.9 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient heard the pump alarming this weekend. The patient came to the office today and it was determined that the pump stalled on (B)(6) 2020 with no recovery. The reporter denied emi (electromagnetic interference) and magnetic interaction and the patient had not had an MRI. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.